Event description:
It was reported that the patient underwent an open ventral hernia repair on (B)(6) 2012 and mesh was implanted. On (B)(6) 2014, the patient underwent a recurrent hernia repair. Upon opening the abdomen, it was noted that the perimeter of the mesh was intact with suture in the fascia; the middle portion of the mesh, about 3 to 6 cm, was dissolved with other small holes around it and the part of the bowel was trapped in the mesh. The surgeon removed the mesh and the trapped bowel. Another like mesh was implanted. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.